Manufacturer narrative:
E1. Zip code continued: v6n 3e6 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.3., h.6.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.

Event description:
Healthcare professional reported "ruptured". This record is for left side. Device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional, changed, and/or corrected data: d1, d2a, d2b, g4, h.6.